Event description:
Pt developed capsular contracture of right breast and desired a larger size on right. Decision was made to replace right implant with a larger implant and open the capsule on the inferior portion of implant pocket.